Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. This device was included in a field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that following multiple appropriate shocks for ventricular tachycardia (vt) the implantable cardioverter defibrillator (ICD) reached end of service (eos) and a battery circuit alert was noted. The device was explanted and replaced. No patient complications have been reported as a result of this event.